Event description:
Per complaint (B)(4), during the post operative check, patient experienced failure of implant to integrate due to boneloss. Patient accidentally swallowed the implant before the scheduled removal date.